Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported via email that the customer was hospitalized for low blood glucose levels. It was reported that the customer had been in the hospital for a high blood glucose level, five times in the last two years. The customer declined help line service. Nothing is being returned.